Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 that the insulin pump was having issues with sensor glucose versus blood glucose levels. Customer's blood glucose level was over 203mg/dl and the sensor glucose reading was 44mg/dl that triggered the insulin pump to suspend insulin delivery. The threshold low suspend limit was 80-85 mg/dl. Troubleshooting did not resolve issue. The sensor was not returned for analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened or used.